Event description:
Reporter alleged discrepant results of 300 mg/dl back to back with a result of 100 mg/dl when testing was performed < 5 minutes apart on the advantage system. Customer stated not having any high or low glucose symptoms at the time of the testing and the location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter with comfort curve strip lot 549100 and expiration date of 08-31-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.